Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her daughter was hospitalized and due diabetic ketoacidosis and also had high blood glucose was 258 mg/dl on (B)(4) 2018 and also had keypad anomaly. The customer¿s blood glucose level was 391mg/dl, 421 mg/dl and 350 mg/dl. The customer was treated with insulin pump. The customer reported that the buttons were completely unresponsive. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on was locked properly during visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).